Manufacturer narrative:
The user facility reported to have replaced the cui central processing unit (cpu) printed circuit board (pcb). A covidien customer support engineer (cse) installed software revision ak to the replaced pcb. The device passed extended self-test (est) and short-self test (sst), and the performance verification test (pvt). Covidien ref: (B)(4).

Event description:
A report received from the USA stating that an 80 ventilator experienced an erratic lower graphical user interface (gui) display. There was no report of patient involvement at the time of the event. The date of the event is unknown.